Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and alleges elevated metal ion levels. To date, a revision procedure has not been reported. This report is based on allegations set forth by the patient and is currently unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date of event - unknown. This is 2 of 2 MDR reports submitted for the same event. (Also see 3002806535-2012-00127).